Event description:
It was reported that during a lobectomy procedure, when the device was used on the lung vein, it had a difficulty in firing. When the device was released, it was found that the staples on about 5 mm acral part were malformed. Also bleeding occurred from the cut end. The bleeding place was cramped and another device was used to complete the case. As the loaded cartridge was loaded by mistake after the event, it was not used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.